Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and unable to be recovered. A field service engineer worked with the customer from the pharmacy and found that the controller boards on drawers 2-1 and 2-2 needed replacement during diagnostics. The engineer replaced the drawer controller board and the pyxis module controller board, rebooted the station, and reconfigured the drawer to resolve the issue. Additionally, two faulty cubie pockets were identified and cleaned underneath the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.